Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receiving additional information of the reported event, it was determined to be not reportable. X-rays were received and reviewed by a healthcare profession in which dislocation of the joint was noted. Therefore, the stem component is not involved in the event and is not reportable. The initial report should be voided.

Event description:
It was reported that the patient underwent a shoulder revision approximately two (2) months ago due to unknown reasons. X-rays were received and reviewed by a healthcare professional, which notes dislocation. Attempts have been made and no further information has been provided.

Event description:
It was reported that the patient underwent a shoulder revision approximately three (3) weeks ago due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01453. 0001825034-2023-01454. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.